Event description:
It was reported a patient presented in clinic with r-wave amplitude variation due to lead perforation. The right ventricular (rv) lead was explanted and replaced in an operation on (B)(6) 2024. Post-procedure the patient was stable.

Event description:
It was reported a patient presented with lead perforation. The right ventricular (rv) lead was explanted and replaced in an operation on (B)(6) 2024. Post-procedure the patient was stable.